Event description:
About 9 months before, the pt underwent the surgery with the g3 long nail. Afterwards, the slide of lag screw was normal. When the surgeon confirmed x-ray, the lag screw hole of nail was broken. Therefore, the surgeon removed the g3 nail and the pt underwent revision surgery by (B)(6).

Manufacturer narrative:
Eval summary: during investigation no material, design or manufacturing related issues were found. The reported issue was confirmed. Eval revealed that the nail-breakage was caused by a fatigue fracture, contributed by an intra-operative damage by the step drill.